Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the hp052 devices' electrical connectors are broken. No other details known or were given. Another handpiece was used to complete the case. There was no consequence to the pt.